Manufacturer narrative:
Per a technician evaluation, the frame is bent, the back won't recline and the chair is 3 wheeling.

Event description:
Per a technician evaluation, the frame is bent, the back won't recline and the chair 3 wheels.

Event description:
The dealer alleges that out of the box, the frame was bent on the 9rc wheelchair.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.